Manufacturer narrative:
Investigation into this event showed that negative results, matching the expected results, were obtained from an alternate method. There was no evidence of analyzer malfunction, and acceptable qc results were obtained. Though the root cause of the falsely elevated results is unknown, the results are consistent with the possible presence of an interferent in the patient sample.

Event description:
A customer observed a false positive ahav igm result for a patient sample tested on the eci analyzer. The result did not match results of other hepatitis assays or an OEM method. The false positive result was not reported. False positive results may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.